Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. While inside the patient a kink was observed on the access system. The procedure was completed using the kinked access system. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman access system (was) without the dilator. The hub, sheath, and tip were visually and microscopically inspected. Sheath kinks were noted 14.5 and 28.5 cm distal of the strain relief as well as 4cm and 5cm proximal to the tip. Damage to the tip was found as it was folded back upon itself. No other damage to or defect of the device were discovered. Product analysis confirmed the reported event of was kink as there were multiple kinks throughout the length of the device.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. While inside the patient a kink was observed on the access system. The procedure was completed using the kinked access system. No patient complications were reported.